Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing and loss of capture at times. It was also noted that the right atrial (ra) lead observed small p-waves. Follow up from the clinic noted that the patient was in atrial tachycardia but that the patient was not symptomatic. Reprogramming of the sensitivity on the right ventricular (rv) lead is planned for the next visit. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.